Event description:
Sales rep reported on behalf of the customer that during a t2 tibia procedure the reduction spoon snapped off in the tibia (12-15cm into the tibia). She explained that the thread snapped off inside the spoon and that due to this the surgeon had to open the fracture up and it took 1.5 hrs to get the thread out, as the surgeon had to take it through the proximal hole.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. The associated device: (B)(4) reduction spoon 9 mm lot# unk.